Event description:
Consumer reported complaint the true metrix meter did not power on when a test strip was inserted. The customer feels well and did not report any symptoms. Customer stated due to the meter not working she had gone to her doctor's office the day prior. Customer had spoken with the diabetes educator and she had checked the meter with the test strip and the meter did not power on. The nurse had also checked the test strips using another device and that meter did not power on. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/20/2024 and open vial date is 2-3 weeks ago. During the call the true metrix meter powered on using the power button but not when a test strip was inserted.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor's office and spoke with diabetes educator and nurse) due to true metrix meter not turning on when a test strip was inserted. Test strips were not returned for evaluation - customer had returned the incorrect strips. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-102: scratched strip issue. Manufacturer contacted customer in a follow-up call on 14-dec-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 23-jan-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications.